Manufacturer narrative:
The report # 3003721894-2017-00562 is associated with (B)(4), ultra corega cream mint flavor. Ultra corega cream mint flavor is marketed as super poligrip cream in the us.

Event description:
Death [death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of death in a (B)(6)-year-old female patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream for denture wearer. On an unknown date, the patient started ultra corega cream mint flavor. On an unknown date, an unknown time after starting ultra corega cream mint flavor, the patient experienced death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death to be related to ultra corega cream mint flavor. Additional details: it was reported that the patient who used ultra corega cream for denture adhesive, the patient died in an unspecified date and unspecified cause of death. Concomitant medication and medical history was not reported.